Event description:
During a ptca/coronary stenting treatment procedure of a pre-dilated lesion in a tortuous rca, crossing difficulties were encountered. The physician did not feel that he had good guide support, however he attempted to advance the delivery/stent device. The entire system "popped" out and went into the left ventricle. The entire system was then removed and it was noted that the stent had dislodged and was located under fluoroscopy in the right common femoral artery. The physician used a balloon catheter to "smash" the stent against the artery wall. He then advanced another guide catheter in an attempt to stent the lesion in the rca. While attempting to advance the guide catheter, the stent caught on the end of the guide, and migrated back up to the aortic arch. Several snares were then used to attempt retrieval of the stent. The stent was retracted back into the femoral artery, but became caught on the sheath and could not be removed. The pt went to surgery to remove the stent from the groin. The pt was discharged the next day and is reported to be doing well.